Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) has experienced a few syncopal episodes. Review of stored device memory noted several ventricular tachycardia (vt) episodes where anti-tachycardia pacing (atp) was delivered and accelerated the rhythm into the ventricular fibrillation (vf) zone and a 31 joule shock was delivered and successfully converted the rhythm. It was unable to be determined if the vt correlated with the syncope, therefore, the cause of syncope was not determined. Atp was noted to be programmed with 20 pulses per burst. Boston scientific technical services (ts) discussed programming options. This product remains implanted and in service. No additional adverse patient effects were reported.